Manufacturer narrative:
(B)(4). Batch #t5e110. The analysis found that one pcee60a device was returned with no apparent damage and with a gst60w cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire.

Event description:
It was reported that during a urological procedure, the stapler would not release (both surgeons tried releasing the stapler). The surgeon then cut the stapler away from the tissue. There were no patient consequences reported.